Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the iliac vein. After a non bsc guide wire crossed the lesion, a 14x60/9fr 75cm wallstent® endoprosthesis stent was advanced however the device became stuck on the guide wire. The stent was not deployed. The device and the guide wire were removed together. Another guide wire was advanced and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.